Manufacturer narrative:
Correction: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a spontaneous onset of ventricular tachycardia (vt) that was detected in the ventricular fibrillation (vf) zone by the implantable cardioverter defibrillator (ICD). The ICD treated the episode with anti-tachycardia pacing (atp) which failed. The ICD redetected and delivered a shock resulting in a late type ii break. There was redetection of vf prior to the break, as a result, the device charged once again. The vf broke before the charge end and the ICD delivered a second shock inappropriately. It was further reported that the patient felt dizzy and lightheaded prior to the shock. Diagnostic tests showed abnormal magnesium levels, and the patient was given medication. One month later, the patient was seen in the emergency department (ed) again due to receiving atp and two ICD shocks. The patient had device interrogation, electrograms, laboratory, and x-ray images performed as well as two runs of vt which was converted out of vt by the ICD after the first shock by having a type ii break. It was further reported that medication was administered, and the patient was recovering well. The patient is a participant in a clinical study. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that detection was appropriate, and the shocks were committed and delivered as normal device function.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was seen in the emergency department (ed) due to receiving anti-tachycardia pacing (atp) therapy and shocked twice by their implantable cardioverter defibrillator (ICD). The patient had device interrogation, electrograms, laboratory, and x-ray images performed as well as two runs of ventricular tachycardia (v-tach) which was converted out of v-tach by the device after the first shock by having a type ii break. It was further reported that medication was administered, and the patient was recovering well. The patient is a participant in a clinical study. The device was replaced. No further patient complications have been reported as a result of this event.